Manufacturer narrative:
We have now concluded our investigation into this complaint. No DHR/batch record review possible as no lot numbers have been made available and no complaint sample was available at this time. The database of change controls for the iv3000 product family was reviewed and it was found there were no changes to raw materials, manufacturing methods or equipment since the original qualification exercises that could have contributed to the issue experienced by the customer or alleged adverse reaction. As part of the investigation, the test trend data for adhesion to steel was reviewed for the last 3 years and all data met specification. The investigation did not find a product defect or manufacturing process issue so no corrective or preventative action is required at present. Once a sample is received or a lot number is provided, we will assess and may make further investigation as required. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported during treatment that the nurse faced sticking problem when she applied IV 3000 7*9 on the patient. No patient harm reported. No information about back up. No delay reported.